Manufacturer narrative:
The initial reported event of patient sustaining physical injuries due to right ventricular (rv) lead, lead fracture, oversensing, high impedance, increased impedance, and lead was explanted and replaced were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: medtronic conducted an investigation based upon all received information. The following complaint(s) were investigated: it was reported that: there was an apparent lead fracture. This complaint could not be confirmed based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. There was oversensing observed. This complaint could not be confirmed based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. The device lead impedance trend was rising, but was not further defined. This complaint could not be confirmed based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. There was other/more information available. There was not enough information to make any determination based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. There was an alleged malfunction nor further defined. There was not enough information to make any determination based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. The device was returned on company request. There was not enough information to make any determination based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. The device is still in use. This complaint could not be confirmed based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. Credit/warranty consideration was requested. There was not enough information to make any determination based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. Evaluation was requested. There was not enough information to make any determination based on the actual device. The most likely root cause was not applicable because no problem was detected with the device. Product analysis occurred. The primary analysis finding was: returned product analysis was performed and no anomalies were found. Further action was not required because the product tested within specification and performed as intended. Should new information become available the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient has sustained physical injuries due to the implanted lead. The lead remains in use. No further complications have been reported as a result of this event. It was later reported there was oversensing and high impedance. The lead was explanted and replaced. Additionally, it was reported that there was a rv (right ventricular) lead malfunction, impedance increase, and oversensing. It was further reported the lead exhibited a fracture. No patient complications have been reported as a result of this event.